Event description:
The hospital staff administered a joule shock to a pt diagnosed in cardiac arrest. A second shock was attempted. The device allegedly failed to complete charging to the selected energy. A backup defibrillator was made available and used. There were no adverse affects to the pt reported as a result of the alleged malfunction.